Event description:
It was reported that the handpiece wouldn't complete the pre-run test with the attached instrument. The handpiece was swapped with another handpiece and, using the same instrument, passed the pre-run test successfully. The case was continued with no patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no anomalies were noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.